Manufacturer narrative:
Follow up 05-sep-2016: quality-safety evaluation of ptc ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality detect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1503 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and bleeding (seen as genital bleeding). Essure removal was planned. These event are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported events and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Other non-serious events were reported. According to the technical analysis, a product quality detect could not be confirmed but is considered plausible. No further information can be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 25-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2012, essure (fallopian tube occlusion insert) was inserted. On (B)(6) 2012 the consumer experienced placement painful. In an unspecified date the consumer experienced pelvic pain, bleeding, itching skin, constipation, incontinence, problem urinating, ovulation pain, head pain, lower back pain, ear pain, arthralgia, muscle pain, cramps, depressive feelings, dizziness, nausea, tiredness, restless feelings, insomnia, memory loss, problem concentrating, brain fog, swollen abdomen, hair problems, coughing, tooth problems, vision problems, excessive sweating, tingling (hands, feet, legs and arms), tinnitus, shortness of breath, dry skin, and nasal sound. Consumer visited gynecologist, ent specialist, pulmonologist and cardiologist. Blood tests performed (nor results mentioned). As treatment she mentioned mindfulness, breathing exercises. Essure removal planned to (B)(6) 2016. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain and bleeding (seen as genital bleeding). Essure removal was planned. These event are listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported events and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.